Manufacturer narrative:
Our field engineer was dispatched to the site and evaluated the system but was unable to reproduce the problem. The system was found to be fully functional and operating to specification.

Event description:
It was reported that during the 3d tomosynthesis procedure, the entire c-arm moved with the patient in compression. The technologist engaged the emergency stop button to stop the motion and release the patient from compression. There was no injury to the patient.